Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no suture or ts remain on the delivery needle or were returned for evaluation. The needle is bent. The distal end of the depth limiter is heavily damaged/crumpled. This condition is consistent with over penetration during deployment of t1 which likely resulted in t2 being stripped off the needle. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that t2 pre deployed. The event happened during surgery. It is unknown if a back-up device was available and if there was delay.